Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic, dependent patient presented with lethargy and dyspnea due to loss of lv capture. The lead was capped and replaced. The patient was symptomatic prior to the procedure, but tolerated procedure well.

Manufacturer narrative:
A partial lead measuring 35.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.